Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms had occurred for the past 2 days. The customers blood glucose level was reported to be 235 mg/dl. The customer took boluses to stabilize blood glucose level. The customer declined to troubleshoot with tandem technical support to determine a possible cause of the occlusion.